Manufacturer narrative:
Quality controls recovered within specified ranges. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Cmv igg reagent lot number 82318601 has an expiration date of 30-sep-2025. This lot was used for testing of the first patient. Cmv igg reagent lot number 79229801 has an expiration date of 31-may-2025. This lot was used for testing of the second patient. The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable negative results for samples from two patients tested with elecsys cmv igg on a cobas e 801 analytical unit. A first sample collected from the first patient resulted in a cmv igg value of < 0.15 au/ml (negative) on (B)(6) 2025. When repeated using the vidas method, the result was "around 10 au/ml" (positive). A second sample collected from the first patient resulted in a cmv igg value of < 0.15 au/ml (negative) on (B)(6) 2026. When repeated using the vidas method, the result was "around 10 au/ml" (positive). A sample collected from the second patient resulted in a cmv igg value of < 0.15 au/ml (negative) on (B)(6) 2026. When repeated using the vidas method, the result was "around 10 au/ml" (positive).